Manufacturer narrative:
(B)(4). Date sent: 5/18/2021. H2: additional information received: yes, broken particles were taken out and discarded.

Manufacturer narrative:
(B)(4). Batch #: r9562x. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was found that the el5ml device was noted to be empty and locked out. Additionally, the jaws were noted to be broken and the missing part was not returned. Upon visual inspection, scratches and nicks were noted in the shaft, near the point of the broken jaw. No functional testing could be performed due to the condition of the device. The instrument was disassembled and no internal issues were noted. It is possible that firing issues could occur such as dropping or ejecting clips when the jaws became damaged. The event reported was confirmed and it is related an improper use of the device. It should be noted that product failure is multifactorial. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a cholecystectomy procedure, the el5ml dropped and ejected clips and did not fire clips. The device was not fired over hard structure or another clip. Fragments were generated and were removed easily without additional intervention. Procedure was delayed by five minutes and device was replaced. Surgery was successfully completed and there was no patient consequence.